Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A DHR (device history review) was performed and no problems or issues were identified during this DHR review. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. G3: report source: other, mw5113034.

Manufacturer narrative:
Other, other text: b5: additional information received and attached on (B)(6) 2022 via email: psr questions answered (patient details updated, no information regarding injury, pharmacy aware day, and no lot number provided). H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Unique identifier (UDI), lot number, catalog number and g5 are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was broken. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.